Event description:
It was reported that during the procedure in the mildly calcified right coronary artery, a 3.5x15 rx vision stent delivery system was advanced, resistance was felt, and force was applied. The stent was deployed at the target site; however, during post-dilatation of the stent using the stent system balloon, a dissection was noted in the distal segment. Therefore, a 3.0x15 vision stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use of force. The device has been received. Investigation is not complete. A followup report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Dissection, as listed in the rx vision instruction for use is a known adverse event associated with coronary stenting. Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted that the IFU states that applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.